Event description:
It was reported that the patient experienced frequent hypoglycemia at 66 mg/dl while using the ilet and routinely overtreated lows with sugar cubes and juice, leading to rapid glucose rises at 220 mg/dl and subsequent automated correction doses followed by additional lows, creating a roller-coaster pattern. Customer care provided support that included chart review focused on hypoglycemia treatment practices and device dosing behavior. Investigation of this case revealed user-related overtreatment of hypoglycemia as the primary contributor, with the device responding as designed to rising glucose by delivering correction doses that, in the context of recent carbohydrate intake, contributed to recurrent lows. Symptoms included irritability associated with hypoglycemia and hyperglycemia. Outcomes included the need for troubleshooting and education without hospitalization. It was concluded that the cause was user technique related to low-glucose treatment.